Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31071717l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf). The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that cardiac tamponade occurred during ablation of the lateral side of left atrial in paroxysmal supraventricular tachycardia (psvt). After confirmation of cardiac tamponade, drainage was performed, and the patient¿s condition improved as vitals were stabilized. Ablation was performed again, ablation of psvt was completed and the patient was discharged. Atrial septal puncture was performed with nrg rf transeptal needle (serial number: (B)(6)). Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was unconfirmed. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that there was no relationship with the product.